Event description:
The hcp reported the patient noted that her pump was flipping. The patient experienced some intermittent withdrawal and pain. The pump was revised. During the revision, the catheter was aspirated and trimmed. The catheter was not primed post revision (see manufacturer's report number: 2182207200702144). The pump was programmed to deliver morphine 10mg/ml at a daily dose of 1.228 mg/day.